Event description:
The patient had erosion on the skin, so the surgeon went in to put the pump deeper. During the procedure, the surgeon noticed that proximal segment/pump connector portion of ¿the catheter looked frayed¿, so he revised the catheter. The product issue was resolved. The cause of the issue was unknown. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).